Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and there was no abnormality of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The user reported the microbiological tests were positive after returning from repair at the olympus. [First time; (B)(6) 2021]. Klebsiella pneumoniae (scanty growth), candida parapsilosis complex (scanty growth) [second time; (B)(6) 2021]. Micrococcus luteus (light growth), candida parapsilosis complex (light growth) [third time; (B)(6) 2021]. The instrument channel / the suction channel: candida parapsilosis complex (light growth) [fourth time; (B)(6) 2021]. Candida parapsilosis complex (light growth). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined.